Manufacturer narrative:
Medwatch #3007284313-2020-01036 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.

Event description:
It was reported that the patient presented with an abdominal aortic and iliac artery aneurysm (diameter 46mm) that was treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses on the left side on (B)(6) 2019. On (B)(6) 2019, post-op images showed aneurysm growth to 55mm, along with some contrast visible in the aneurysm sack. The origin of the contrast was stated to be unclear but assumed to be from a type ii endoleak of the lumbar arteries and a possible proximal type I endoleak. On (B)(6) 2020, post-op images showed an aneurysm diameter of 51mm and the type ii and the possible type ia endoleak along with massive amounts of contrast in the aneurysm sack. On (B)(6) 2020 a follow up ultrasound scan showed clearly that the endoleak is a type ii endoleak and that no type ia endoleak is visible. The patient is going to be monitored.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Post-implantation cta images, dated (B)(6) 2020, were provided for evaluation. The evaluation showed the following: there appears to be contrast outside the proximal end of the implanted device, thereby, confirming a type ia endoleak. There appears to be contrast in a set of lumbar arteries that communicates with contrast in the aaa sac. There appears to be contrast in a more distal set of lumbar arteries that communicates with contrast pooling in the aaa sac. This confirms type ii endoleaks with lumbar arteries. There appears to be contrast outside the implanted devices within the right common iliac artery (rci). Cannot confirm communication with contrast pooling in the aaa sac. There appears to be approx. 2.8cm of device overlap in the rci. Questionable apposition between devices. There appears to be contrast outside the implanted devices in the left internal iliac artery (liia) aneurysm sac. There appears to be possible embolization materials in a branch vessel of the liia. Possible contrast in this vessel communicating with contrast outside the implanted devices in the liia. Maximum aaa diameter on (B)(6) 2020 appears to be 52.7mm x 55.4mm. Cannot confirm a change in aneurysm size with one time point.

Event description:
It was reported that the patient presented with an abdominal aortic and iliac artery aneurysm (diameter 46mm) that was treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses on the left side on (B)(6) 2019. On (B)(6) 2019, post-op images showed aneurysm growth to 55mm, along with some contrast visible in the aneurysm sack. The origin of the contrast was stated to be unclear but assumed to be from a type ii endoleak of the lumbar arteries and a possible proximal type I endoleak. On (B)(6) 2020, post-op images showed an aneurysm diameter of 51mm and the type ii and the possible type ia endoleak along with massive amounts of contrast in the aneurysm sack. A reintervention is currently not planned.